Manufacturer narrative:
The surgeon reported that the patient presented multiple anatomical challenges. No da vinci product issues were reported. Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: 30 degree endoscope, monopolar curved scissors, large needle driver, prograsp forceps, and maryland bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a prostatectomy that was challenging due to adhesions from prior operations. Although the procedure was completed, the patient showed clinical signs and laboratory evidence suggesting a post-operative cardiac event and expired. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy procedure, the patient developed cardiogenic shock and expired approximately 12 hours following the surgery. There was no report of any issues with the da vinci products used during the procedure. The surgeon reported that the procedure presented significant technical difficulties related to anatomical challenges due to prior unrelated laparoscopic procedures that resulted in extensive intestinal adhesions, with multiple loops of small bowel adhered to the peritoneum. The prostate was enlarged, with an intense inflammatory and bleeding component that increased the complexity of the dissection. Following the prostatectomy portion of the procedure, multiple additional surgical actions were required to complete and protect the surgical urethral stump to vesicourethral anastomosis. The procedure was successfully completed. The patient had a hemoglobin of 7.8 g/dl, and was hemodynamically stable with low doses of vasoactive medication. Overnight, the patient experienced a sudden deterioration in hemodynamic status, accompanied by an elevated troponin level, raising suspicion of cardiogenic shock. The patient subsequently passed away in the ICU. The surgeon reported that ¿it is noteworthy that the possibility of conversion to open surgery would not enable the proper completion of the procedure, due to the narrow pelvis, presence of bone projection and extreme difficulty in accessing the urethra by the conventional route.¿